Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed the right atrial (ra) lead was under-sensing an atrial fibrillation episode. The clinic will continue to monitor the patient. No intervention performed was reported. The patient was in stable condition.